Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon developing a pericardial effusion due to cardiac perforation by the atrial lead. It was noted that the patient's atrial lead also exhibited high capture threshold and p-wave amplitude variation. The lead was re-positioned on (B)(6) 2020. The patient was stable.